Manufacturer narrative:
According to the manufacturing evaluation, the visual examination noted the second bending pin has a damaged thread. The bending pin is in a used condition and the thread is damaged. The laser etching is readable. Therefore it is not possible to make a statement if it is inside or outside specification. Because of the damaged thread, the measurement and test results for the second bending pin are invalid. Therefore, this complaint is indeterminate from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Device used in a veterinary case. No patient information will be provided. A review of the device history records was performed and no complaint related issues were found. The device was received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The device was received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn

Event description:
It is reported that during a radius fracture procedure on a (B)(6) canine, surgeon used the bending irons (329.922) to bend the plate, and one of the irons stripped out, and kept stripping the threads of the plate holes where it was placed. This happened on at least 3 of the holes in the plate ((B)(4)) this plate was no longer usable, and the surgeon discarded the plate. He instead used a 7-hole plate and completed the surgery. Some metal fragments could be seen and remain in the surgical site. This report is for one bending pin for 2.4mm locking plates. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4).